Event description:
The hcp reported the patient had withdrawal symptoms. A rotor stall was verified and the pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.